Event description:
It was reported that the deep brain stimulation (dbs) patient recently passed away. It was indicated that the device was in use for the treatment of anorexia. The patient was hospitalized prior to their death. It was unknown if the patients death was device related. No further information was able to be obtained despite good faith efforts.